Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws were damaged and pieces detached when the device was removed from a trocar. The pieces were retrieved from the patient cavity. The jaws were closed and removed. When removed, it was reported to feel like it caught on the trocar. There was no patient injury and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary one lf1737 was received and evaluation of the returned device confirmed the reported condition. The returned product did not meet specification as received. Visual inspection found the bottom jaw over-mold was damaged and disengaged. The disengaged piece was returned for investigation. The investigation found the bottom jaw over-mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over-mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states: close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.